Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gums. They also are having pain in their jaw, ears and a constant headache when wearing this step of aligners. Aligners don't fit well. Provided patient with tips on filing sharp edges. Aligners look not to fit with in normal limits. Provided warm water tip and requested more information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.